Event description:
The customer reported to olympus the hd endoeye laparo-thoraco videoscope was having problems producing an image. The issue was found during preparation for use in a therapeutic, laparoscopic cholecystectomy procedure, which was completed using a similar device. Inspection and testing of the returned device found the scope was not able to produce a clear image and was showing noise when an image was displayed. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed. Additionally, the device evaluation found a cuts on switch 1 and the protector of the video cable, damage to the charged coupled device and the control unit, a crack on the video connector case, scratches on the protective coating of the bending portion of the device, control unit, switch 1, video connector case, light guide lens, light guide connector, protector of the universal cord, universal cord, angulation lever, right/left plate, up/down angulation lock lever, up/down plate, grip, and video connector, dirt on the universal cord and the video cable, and a chip on the adhesive on the protective coating of the bending portion of the device. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 14 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause cannot be identified. It is likely the defect was caused due to a breakage of the internal circuit board inside the control section by stress of repeated use, external factors or handling, or that the failure of the internal circuit board of video connector or the system caused the event. Olympus will continue to monitor the field performance of this device.